Event description:
It was reported to philips that there was problem in the control module shutter function which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vascular planned treatment was being performed when the issue occurred and was completed as planned, since the procedure did not require shutter function. Customer reported to philips the issue with the control module shutter function. Upon troubleshooting, the philips field service engineer (fse) identified that the system's right shutter function was failed. To resolve the issue, the fse swapped the control room module. However, the issue reoccurred on another day, in which fse replaced the control module. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The control module shutter issue did not impact the completion of the procedure. The procedure was completed as planned by using the same system, with no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.